Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacing lead was an attempted implant into the his bundle. The lead exhibited pace impedance measurements of greater than 3000 ohms during the implant procedure. Additionally, difficulty extending the helix mechanism was experienced. It was noted that the physician rotated the helix mechanism greater than 30 turns. Subsequently, a different pacing lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacing lead was an attempted implant into the his bundle. The lead exhibited pace impedance measurements of greater than 3000 ohms during the implant procedure. Additionally, difficulty extending the helix mechanism was experienced. It was noted that the physician rotated the helix mechanism greater than 30 turns. Subsequently, a different pacing lead was successfully implanted. No adverse patient effects were reported.